Event description:
It was reported by the patient that the surgical site of the device was red about the size of the pacemaker for 30 days and is now pink like a mild sun burn. The patient had questions about sensitivity to the device. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.